Event description:
After completing a pta and stent of the right common iliac, an angiogram was performed through both the right and left sheaths. A bilateral deployment of two 8f sts angio-seal devices was implemented to seal the left and right common femoral arteries. The pt was moved to a step-down unit for observation where they later experienced pain in the left leg as well as diminished distal pulses. Heparin continued to be administered throughout the night. The following day an arteriogram revealed an abnormality at the insertion site with compromised blood flow distal to the obstruction. The vessel size was 3mm-4mm and the pt had extensive peripheral vascular disease. The pt was transferred to surgery where a patch angioplasty was unsuccessfully performed. This was followed by a fem-pop bypass graft. The pt was recovering with no further complications. The physician stated that in hindsight, he should not have used a closure device due to the vessel size and abnormalities to the vessel.